Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500mg/dl . A correction bolus was delivered and the customer was to administer a manual injection to address the bg level. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the customer keeps the pump inside their bra or pocket. The customer was to begin wearing their pump in a case to prevent temperature changes. Tandem technical support attempted to follow up with the customer multiple times in order to verify that their bg levels had decreased; however, no response was received.